Event description:
It was reported that this right atrial (ra) lead was explanted because it was exhibited noise. No additional patient adverse effects were reported. This lead was left at hospital per protocols and will not be returned.

Manufacturer narrative:
Correction: device codes changed according an additional information received.

Event description:
It was reported that this right atrial (ra) lead was explanted because it was exhibited noise and it suspected to have insulation damage. No additional patient adverse effects were reported.

Manufacturer narrative:
Correction: device codes changed according an additional information received. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Lead was returned severed ~38 cm from the tip end. Only the distal segment was returned. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The insulation damage allegation was confirmed based on finding of outer insulation damage at several places, likely due to laser extracting damage. The observed damage is not deemed to indicate a product defect or malfunction. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead was explanted because it was exhibited noise and it suspected to have insulation damage. No additional patient adverse effects were reported. This lead will not be returned.